Event description:
It was reported that a thermal event at the mains power socket of the anesthetic gas vaporizer occurred which caused a short circuit resulting in shut-down of electric power for the entire or. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation revealed that the vaporizer was not connected to the auxiliary power outlets of the anesthesia workstation as intended. Instead the device was connected to a mains outlet socket of the hospital¿s electrical energy supply system by the original power cord and an additional extension cable. Due to routing on the floor, the protection against accidental disconnection or ingress of liquids was not ensured anymore. The available information indicates that plug and socket of the connection between power cable and extension cable became slightly loose, leading to reduced contact surface and increase in current density which resulted in overheating and the reported thermal event, finally. Hence, the event was not related to a deficiency of the product but to an inadequate installation of the electrical energy supply. This was also was substantiated by the subsequent inspection of the vaporizer which did not exhibit any deviations during testing.

Event description:
It was reported that a thermal event at the mains power socket of the anesthetic gas vaporizer occurred which caused a short circuit resulting in shut-down of electric power for the entire or. There was no patient injury reported.